Event description:
It was reported that the impactor broke during an operation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the device is broken as complained. No product fault could be found. Based on these findings, we conclude that there was a mechanical overload situation during use, presumably caused by an improper connection between the insert and the impactor. Conclusion ¿ no product fault could be found. As the findings indicate that a mechanical overload was applied onto this instrument during use, presumably caused by an improper connection between the insert and the impactor, the complaint condition is due to the conditions of use and operational context contributed to this event.